Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 146 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button due to corroded keypad trace. No button error alarm noted. The insulin pump has battery tube threads cracked, cracked belt clip slot, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corner.